Manufacturer narrative:
Correction: the initial MDR submitted on may 09, 2025 was filed inadvertently. No burnt device has occurred.

Event description:
It was reported that the patient's device was overheated and burnt. A new replacement device was sent to the patient. No serious injury was reported.